Manufacturer narrative:
As lot number(s) were unavailable a UDI was not provided.

Event description:
On an unknown date in 2002, this patient underwent endovascular treatment with gore excluder® bifurcated endoprostheses. On (B)(6) 2017, the patient underwent reintervention for a proximal type I endoleak and a distal type I endoleak. Further investigation is pending, if additional information is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient medications include but are not limited to: norvasc 5mg, aspiri 81mg, zestoretic 20-25mg, prilosec 20mg please reference field for results of imaging evaluation. The gore® excluder® bifurcated endoprosthesis instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement, endoprosthesis: component migration, embolization (micro and macro)

Event description:
On (B)(6) 2002, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® bifurcated endoprostheses. On (B)(6) 2017, the patient underwent reintervention for a proximal type I endoleak and bilateral distal type I endoleaks reported to have been caused by distal migration of the gore® excluder® bifurcated endoprostheses. Three aortic extender components were placed and the left renal artery was snorkeled. Additionally, the patient was treated for a right common iliac artery aneurysm and the right hypogastric artery was embolized with microcoils and an additional gore® excluder® aaa endoprosthesis was placed on the right side. The patient tolerated the procedure and the physician plans to bring him back for treatment of a left common iliac artery aneurysm.